Manufacturer narrative:
Other relevant device(s) are: product ID: e volutpro-26-us, serial/lot #: (B)(4), ubd: 03-jun-2021, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after deployment while removing the delivery catheter system (dcs) from the annulus, the nose cone dislodge the implanted valve. The valve was snared into the patient's coronary sinus. A second valve was implanted uneventfully. No additional adverse patient effects were reported.